Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type catheter, product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the catheter was replaced. It was reported that the patient's withdrawal was resolved and that the explanted catheter was thrown away. No further complications have been reported.

Manufacturer narrative:
Information references the main component of the system, other relevant components include: product ID 8780, lot/serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type catheter; ubd: 2017-10-07, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a manufacturing representative (rep). It was reported the patient was experiencing drug withdrawal. There were no environmental/external/patient factors that may have led or contributed to the issue provided. The doctor performed a dye study and there was some resistance in the catheter but the doctor indicated that it broke up when injecting. The patient was given a bolus which helped with his pain, but the patient was back in withdrawal. Surgical intervention was planned for (B)(6) 2019. The issue had not been resolved at the time of the report ((B)(4) 2019). The patient's status was provided as alive - with injury due to the patient experiencing drug withdrawal. Per device registration, a catheter revision took place on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2019. It was reported the patient was not getting pain relief from the pump. The pump had a volume discrepancy. The actual residual volume was 10 ml and the expected residual volume was 2-3 ml. A dye study may be scheduled. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No interventions were done. The issue was not resolved and patient status was alive - no injury. Patient weight and medical history were asked but unknown. No further complications were reported.